Event description:
Technical services received a call on 11/8/2012. Caller reported patient is septic and developed infection. This ra lead was removed. Physician was dr. (B)(6). Lead was implanted on (B)(6) 2012. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).